Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) alleged a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio2 inr: 1.2 and 1.2, laboratory inr: 2.0. Therapeutic range: not provided. Testing was performed one after the other. There was no reported adverse patient sequela. There was no additional information provided. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to the a same or similar device being available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house testing on strip lot k370018 met release criteria. The product performed as expected. A review of the manufacturing records for lot k370018 did not uncover any relevant non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.